Manufacturer narrative:
On previously submitted report section type of reported complaint in box h was incorrect. In this report section type of reported complaint in box h has been updated/corrected.

Manufacturer narrative:
The manufacturer previously submitted this complaint as serious injury, after further investigation it was determined, the allegation is not related to serious injury. It is only related to product problem.

Manufacturer narrative:
H3 other text : device not return.

Event description:
The manufacturer received information alleging a ventilator was alarming for low oxygen flow and the patient's oxygen level was dropped to an unsafe level. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.